Manufacturer narrative:
The device was returned to the authorized repair center for evaluation. The ccd was replaced. The device was returned to use.

Event description:
During a procedure, the center image was dark. The anatomy was not visible. The physician completed the case with another scope. There was no consequence to the patient.